Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Visual analysis of the returned device found the device with residues indicating use and handling. The basket was found retracted and the tip of the basket was intact. The handle cannula was found broken at its distal section and the side car-rx was torn in the section where the guidewire is introduced. Functional evaluation found the basket would not extend due to the failure handle cannula broken. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failure handle cannula broken and side car-rx tear. Moreover, the failure handle cannula broken directly affects the performance of the product and is not possible to open the basket as expected. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the bile duct during a biliary stones removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket would not open. There was no stone captured inside the basket when the basket would not open. The device was inspected and confirmed that there is a resistance when attempting to open the basket. Additionally, it was also found that the side car- rx (guidewire lumen) was torn. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; handle cannula broken.